Event description:
Customer reported that sometime in late august or early september, customer went to the ER on a few occasions because customer received readings from the freestyle meter in 200 or 300's. Customer would have symptoms of hypolycemia and would then treat with glucovance. A family member would transport them to the hospital. Customer would be released the same day and remembers getting an IV to bring up the glucose.